Event description:
A female patient who was typed by the customer as skin type v had an intense reaction following ipl photofacial treatment performed to the face at 13 joules (triple pulsed) in 2006. The target of the treatment was heavy hyperpigmentation on the face. Concomitant treatments included occasional use of proactive, regular use of cetaphil, and a microdermabrasion procedure also performed on the same day to the same area of the face immediately prior to the ipl. After the microdermabrasion, the patient insisted on having an ipl as well. Per the treatment record, the patient reacted to the ipl treatment with discomfort and was asked several times if she (the patient) wanted to stop, patient insisted on finishing treatment. After the treatment, a calming serum of aloe vera 20 was applied with a cold compress. During follow-up, the customer recommended other otc products. At last follow-up, the skin had healed and customer planned to recheck patient after 2 weeks to evaluate whether patient would need 4% bleach cream; however, at phone follow-up eleven days later, patient reported she was fine, skin was looking better. It appears the patient did not return for follow-up evaluation after this time. The patient has now made renewed allegations that she experienced hyperpigmentation as a result of the ipl treatment. This is an isolated incident, and no other patients have complained .

Manufacturer narrative:
The lumenis one system was evaluated by the lumenis customer engineer ce. Per the ce, the ipl head was in specification a the time of the service evaluation. The customer's ndyag head was very slightly out of range at the upper end; however, this did not relate to the reported safety incident. Root cause appears to be one or more of the following factors: it is not possible to determine the relative contribution of any single factors: type vi skin (african american) is a contraindication for lumenis one ipl treatment. As customer did not provide photographs, lumenis could not determine if the patient's skin was typed correctly. Even if patient was correctly typed as a type v, the heavy pigmentation that was targeted for treatment may have effectively made the patient a type vi. Patient used proactive containing benzoly peroxide (photosensitizer). Microdermabrasion was performed to the same area just before the ipl; this combination treatment is an off-label application and may have caused skin irritation. Ipl was performed over hair growth in the hyperpigmented area. Per the lumenis one operator manual (12-19), hair should be shaved prior to ipl. It is possible that heating of the hair intensified the treatment. Treatment parameters reported are very aggressive for type v skin. Customer had a subsequent lumenis training and customer declined hands-on practice with the per diem although per the training record, the lumenis per diem emphasized skin typing. An MDR is being filed because the patient has renewed the allegation of injury (hyperpigmentation) and although the customer has provided additional data, it is not possible to determine the current extent of the alleged injury.